Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right forearm shunt. A 4.0mmx40mmx80cm wanda balloon catheter was advanced for dilation; however during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a wanda balloon dilation catheter was received for analysis. A visual examination of the balloon identified a longitudinal tear. The tear stretched along the main body of the balloon, from the proximal to the distal transition zone. A microscopic examination of the balloon material identified no issues with the balloon material which could potentially have contributed to the tear. An examination of the markerbands identified no issues which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right forearm shunt. A 4.0mmx40mmx80cm wanda balloon catheter was advanced for dilation; however during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.